Event description:
It was reported that there was a revision for instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethelyne 10. The other device listed in this report is an unknown tibial tray #7. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.